Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed low out of range impedance measurements. In addition, during the past year, the shock impedance measurement had dropped however was still within normal range. Noise and oversensing were also observed on the right ventricular and atrial channel with no corresponding signal on the shock channel. A replacement procedure was performed. This device and lead were removed, replaced and returned for analysis. Post procedure, visual inspection revealed lead insulation damage, however it was unknown whether the device contributed to the reported observation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt, two lead segments were received. Analysis of the first lead segment revealed a severed lead 30.5 cm in length. Insulation damage was confirmed. Analysis of the second lead segment revealed an abrasion at 30 cm from the proximal pin. Analysis confirmed the reported insulation damage likely caused by entrapment in the clavicle/first rib region which may have contributed to the reported clinical allegation.